Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a cranial resection, the surgeon had difficulties performing registrations. It was noted that the image for the procedure had significant amounts of stagger and that it took four registrations for the surgeon to feel comfortable with navigation. It was noted that once navigating, a 1 centimeter inferior imprecision was observed. It was noted that the surgeon compensated for the imprecision to complete the procedure. It was noted that the lesion was on the surface of the brain. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The images were analyzed and found that the exams were not good. When imported, it displayed 352 studies for the patient whereas each study had only one series with one slice only. If information is provided in the future, a supplemental report will be issued.